Manufacturer narrative:
One device was received for evaluation. Visual inspection found a broken tamper seal, and a missing battery door. Multiple system fault 41,786 alarms were found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the root cause was due to user interface. To address the issue the internal battery was charged for 250 hours. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited error 41786. The product fault occurred during testing, there was no patient involvement.